Event description:
The following was reported to gore: on monday, (B)(6) 2025, a patient was treated for a thoracic aneurysm using a gore® tag® thoracic branch endoprosthesis (tbe). A valiant graft had previously been placed up to the ostium of the left subclavian artery (lsa). The tbe was advanced to the ostium of the left common carotid (lcc). The deployment handle was pulled. While the proximal and distal ends of the device deployed completely, the device was pinched at the level of the portal. The delivery catheter was retracted successfully, although the leading olive barely fit through the stenosed area. A gore trilobe balloon was advanced without problem to the tbe. On the first inflation, the device remained stenosed. On the second and third inflation, the device expanded somewhat. The trilobe was removed, and a reliant balloon was advanced. Upon inflation of the balloon, the tbe was able to be expanded to 90-95% of the width. However, while expanding, the pressure from occluded the aorta was such that the tbe migrated to the distal edge of the lsa. The tbe had good proximal seal there, and so the physician decided not to proceed with the procedure. The patient tolerated the procedure with no complications.

Manufacturer narrative:
H.6. Investigation findings code c21: conclusions pending results of imaging evaluation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H.6. Investigation findings code c20: the endoprosthesis portion of the device remains implanted and is not available for analysis. H.6. Investigation findings code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H.6. Type of investigation code b01: the delivery catheter and deployment lines were returned and the device evaluation showed no irregularities. H.6. Type of investigation code b15: angiogram images were provided of the device after initial deployment so the reported event of ¿the device was pinched at the level of the portal¿ can be confirmed. However, a root cause for the event could not be determined. H.6. Investigation conclusions code d15: there is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. Updated h.6. Type of investigation from code b21 to b01, b13, b14, b15, b20. Updated h.6. Investigation findings from code c21 to c19, c20, c070601. Updated h.6. Investigation conclusions from code d16 to d15.